Event description:
Customer alleged that the patient fell out of the sling. He stated that there is nothing wrong with the sling. He stated he does not believe the caregiver had the patient in the sling correctly. The rep went into the facility and did an in-service and inspected the lift and all the slings and found no issue with any of the slings or lifts. Rep alleged that the patient is in the hospital. Rep stated that there is head trauma. No further information is known at this time. Update from 12/09/2015 added by consumer affairs: no end user information provided due to hipaa. No further information provided at this time.